Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Patient reported right side deflation; physician has confirmed. The device remains implanted.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported right side deflation; physician has confirmed. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as surgical damage. Additional observations: crease flat is observed. Brown particles in fill channel are observed.